Event description:
Medtronic received a report that when the solitaire fr stent in question was inserted into the phenom21 microcatheter, delivery was extremely difficult. Upon retrieval from the microcatheter and inspection, the stent tip was found to be entangled and not self-expanding. As a result, the product was replaced with a different one. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.